Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date d4: unique identifier (UDI) number changed to unknown g3: date received by manufacturer g7: type of report, follow-up number h1: type of reportable event h2: follow up type h4: device manufacturer date h10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported the implant in tooth location 19 was removed due to peri-implantitis. Patient had pain and site had mobility and inflammation. Doctor placed the healing abutment and presented mobility, doctor proceed to removed the implant.